Manufacturer narrative:
(B)(4). Unit passed displacement test, selftest, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, power graph shows unexpected battery power loss at different periods of time. Problem isolated to electronic assemblies.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they did receive low battery alert prior to replace battery alert. Customer stated battery was not previously used. Customer stated battery cap was not loose, cracked or damaged. Customer stated this was not the second occurrence of replace battery with a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.